Event description:
The device was returned for pneumatic valve leak failure (valve 3). Performed recharge/hardware tests and unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No other damage found.

Event description:
The following has been reported: biomed reported: "here are the logs for lvp sn (B)(6). This unit has failed 2 times in the heratherm for the same issue (cassette error). A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.